Event description:
The customer reported that after pipetting an htlv I/ii plate on summit the tech noticed that low sample/low diluent was observed in wells g11 and g12 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.